Event description:
A customer site in (B)(6) alleged discrepant results were generated with the cobas ampliprep / cobas amplicor hcv test, v2.0 ce-ivd. Specifically, the customer reported that discrepant results were generated for four patient samples between the cobas ampliprep / cobas taqman hcv test and the cobas ampliprep / cobas amplicor hcv test, v2.0 ce-ivd. The customer stated that negative results were generated with the cobas ampliprep / cobas amplicor hcv test, v2.0 ce-ivd test, however, when the same blood material was tested with the cobas ampliprep / cobas taqman hcv test (B)(6) results with high virus level were generated. The customer indicated that for all four patient samples the ic was valid and no flags were visible in the software. All four samples were sent for sequencing and we are currently awaiting those results. Please note one MDR per patient sample will be filed (2243471-2012-00040 thru 2243471-2012-00043).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4). PMA # p000012. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? Yes. The customer in (B)(6) alleged a (B)(6) result was generated for sample 2408 with the cobas ampliprep / cobas amplicor hcv test v2.0 ce-ivd . The (B)(6) result did not agree with the titer result of (B)(6) generated with the cobas ampliprep / cobas taqman hcv test. The sample was sent for sequencing analysis which determined that the sample was (B)(6) and did not contain any mismatches in the primer and probe binding regions of the cobas ampliprep / cobas amplicor hcv test v2.0 ce-ivd test or the cobas ampliprep / cobas taqman hcv test. Therefore, the samples are not expected to generate any sequence-based performance issues with either test. Retain testing of the complaint kit batches generated results that met specification. Review of the cobas amplicor analyzer service log indicated that the following service activities were not performed since july 2012: replacement of transfer tip tubing, resuspension, and aspiration tip tubing. The event occurred in (B)(4) 2012. These service actions are known to cause performance related issues with the cobas ampliprep / cobas amplicor hcv v2.0 test and are required to be performed every two months. Failure to perform these actions is likely to have caused the (B)(6) results generated with the cobas ampliprep / cobas amplicor hcv test v2.0 test. There is no indication of a product non-conformance with either the cobas ampliprep / cobas amplicor hcv t v2.0 test or the cobas ampliprep / cobas taqman hcv test. (B)(4).